Event description:
It was reported that an over infusion of 100 ml of 0.2% ropivacaine hydrochloride hydrate and 0.4 ml of morphine (non-baxter products) was observed in an infusor. The total fill volume was 100.4 ml, and only about 80 ml was left inside the pump after 2 hours of infusion. The expected flow rate was 100 ml/48 hrs. The customer stated that a patient control module (pcm) was connected, but the medication demand button was not pressed during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13b016 was manufactured between february 6, 2013 - february 8, 2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.